Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After cuts were made for a tka case trials were put in and surgeon was happy. After implanting final implants with cement. The flexibility gap seemed unstable and translated anterior. The surgeons ended up putting a 16mm poly when planned for 19mm gaps. He was unhappy with the posterior gaps. Tka case delayed 16-30 minutes.

Manufacturer narrative:
Reported event: an event regarding inaccurate resection during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 555 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate resection and poor gap balancing. There were other reported events for the listed catalog number (B)(4). Conclusion: product inspection could not be completed because the correct session file corresponding to the reported event could not be identified after three communications to the mps. Device not returned.

Event description:
After cuts were made for a tka case trials were put in and surgeon was happy. After implanting final implants with cement. The flexibility gap seemed unstable and translated anterior. The surgeons ended up putting a 16mm poly when planned for 19mm gaps. He was unhappy with the posterior gaps. Tka case delayed 16-30 minutes.